Manufacturer narrative:
A visual examination of the device found that the trip wire was not secured in the handle assembly slot and did not appear to be secured during use. The first blue band and the white band were broken and caught under three blue bands. The suture was intact and attached to the ligator head and trip wire loop; the ligator teeth were found to be damaged. The investigation concluded that the trip wire was not secured during device setup impacting the deployment activity of the bands during use. Based on the investigation results, the most probable root cause is user/use error. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-03508 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that a speedband superview super 7 device was used during a esophagogastroduodenoscopy procedure for banding in the esophagus performed on (B)(6) 2013. According to he complainant, when attempting to deploy the bands, the bands would get stuck. It appears that the bands are not deploying in order so the bands are getting jammed. A second speedband superview super 7 device was used, however, it experienced the same problem. A third speedband superview super 7 device was able to be used to complete the procedure. No visual damage was noted to the device, or device packaging. It is unknown if there was difficulty setting up the device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-03508 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that a speedband superview super 7 device was used during a esophagogastroduodenoscopy procedure for banding in the esophagus performed on (B)(6) 2013. According to he complainant, when attempting to deploy the bands, the bands would get stuck. It appears that the bands are not deploying in order so the bands are getting jammed. A second speedband superview super 7 device was used, however, it experienced the same problem. A third speedband superview super 7 device was able to be used to complete the procedure. No visual damage was noted to the device, or device packaging. It is unknown if there was difficulty setting up the device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.